Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was moderately tortuous and moderately calcified. A 10.0mmx20mmx80cm (5f) sterling balloon catheter was advanced for dilatation; however, during inflation up to nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.